Event description:
It was reported that: the pt became disconnected at the air was swivel adapter on the breathing circuit. CPR was performed on the pt; however, the pt died due to respiratory and then cardiac arrest. Pt expired in 2003 at 4:15 in the after noon. The device was a rental unit. The ventilator was returned to hospital. The ventilator was quarantined. A biomed, reported that a device check was performed and the device functioned normally. A review of the event log indicated that the ventilator posted appropriate audible alarms and visual messages at the time of the reported occurrence.